Manufacturer narrative:
The affected flow/bubble sensor will be investigated. A follow-up emdr will be submitted when additional information becomes available.

Event description:
Following was initially reported: " air bubble sensor defective. Issue:.unit returned from system restore. Upon re-installing unit onsite, turned unit on and identified "air bubble sensor defective"prompt on screen. Flow/bubble sensor returned with unit is sn (B)(4). Tried another known good flow/bubble, (B)(4), available onsite on unit without issue. Narrowed down issue to the flow/bubble sensor. Moreover, unit would not read flow with the defective flow/bubble sensor. No patient involved. Technicians remarks: replaced flow/bubble sensor and successfully completed a function check on the unit. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use." Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the error message "arterial flow bubble sensor is defective" was displayed on the screen and there will be no flow reading due to the defective sensor. The failure occurred during re-installing of the cardiohelp after a system restore. A getinge service technician (fst) was sent for investigation and repair on 2022-07-29. The flow/bubble sensor was replaced. The fst confirmed that there was no visible damage on the affected sensor. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the logfile analysis the "arterial flow/bubble sensor defective" error message was displayed multiple times. The affected flow/bubble sensor was investigated by life-cycle-engineering on 2023-01-13 with following conclusion: the error message "arterial flow/bubble sensor defective" could be reproduced. For a deeper investigation the affected sensor was sent to the supplier for investigation. The root cause is a defective eeprom due to an external impact. Moreover, according to the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. The review of the non-conformities has been performed on 2022-08-05 for the period of 2020-04-20 to 2022-07-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-04-20. Based on the results the reported failure "error message "arterial flow/bubble sensor defective"" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID#: (B)(4).